Event description:
On (B)(6) 2025, a sales representative reported via email that the white fiberloop suture in the ar-2350 knotless tensiontight button implant system snapped while seating the button during use. The broken piece was not retrieved from the patient. The case was completed, and no additional details were provided. This issue was discovered during an open subpectoral biceps tenodesis procedure performed on (B)(6) 2025. Additional information was received on 08/19/2025: the issue occurred during the seating of the implant, and no attempt was made to retrieve the broken component. The procedure was completed using a replacement ar-2350 knotless tensiontight button implant system. The case experienced a ten-minute delay, with no additional anesthesia administered. No photos were taken, and no adverse effects were reported during or after the surgery. Additional information received on 08/25/2025: the white fiberlink suture in the ar-2350 knotless tensiontight button implant snapped while seating the button, causing it to come loose from the sutures and leaving the button inside the bone.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.